Manufacturer narrative:
Product event summary: the 10fcc13 flexcath contour steerable sheath with lot 0012917476 was returned and analyzed. No anomaly was identified during the external visual inspection of the handle and shaft, they were intact with no apparent issue. The steering mechanism and deflection test was performed and no anomaly was discovered. The performance test with sentinel blackbelt leak tester was performed. The pressure test with 45 psig showed the pressure decay in the device was 0.06695 psig and in an acceptable range. The vacuum test with a negative pressure of 8.5 psig showed the pressure decay in the device was 0.00640 psig and in an acceptable range. In conclusion, the reported air ingress issue was not observed with the returned sheath. The sheath passed the returned product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, when the catheter was inserted through the valve and backflow was drawn to remove air, a large amount of air was drawn out. Continued attempts to draw backflow resulted in ongoing air being drawn. The sheath was replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.